Manufacturer narrative:
Correction: g3 should be oct 15, 2025, rather than oct 16, 2025, previously reported in MDR-2025-44222-01.

Event description:
It was reported that the valvular regurgitation was noted on the right ventricular (rv) lead. The physician elected to explant and not replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was elective replacement. As received, a complete lead was returned in two portions for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.